Event description:
The pt reportedly experienced a loss of lock with his internal device. External equipment has been exchanged; however, this did not resolve the problem. The pt's internal device was explanted. The pt was reimplanted with another advanced bionics device.